Event description:
Procedure type: lap chole. Pt gender: unk. According to the reporter: post-operatively the pt complained about pain. An ercp was performed and a bile leak was seen. A stent was then implanted in the duct. Surgeon believes the clips were not tight enough. No pt details were disclosed.

Manufacturer narrative:
Initial report sent: 11/18/2008.